Event description:
It has been reported to philips that the system did not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system was unable to turn on. Upon troubleshooting it has been identified that the power unit is indeed connected to the system. However, despite the incoming supply lights being on, there is no power reaching the mpd in the m cabinet. It was observed that the emergency stop button was pressed and it was inadvertently triggered while they were moving third-party equipment around the room. To resolve the issue, fse released the emergency stop button and was able to start the clark power unit. After release of emergency stop button, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the issue was caused by user. The customer pressed emergency stop button in the exam room accidently while moving the third-party equipment around the room. The reported malfunction did not happen due to the philips product, it¿s basically happened due to accidental use of emergency button by user. This event would not be reportable. The codes were updated based on the investigation outcome.